Manufacturer narrative:
The pump was received with an energizer alkaline battery installed. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window, a cracked reservoir tube lip and a stained end cap sticker. Data analysis: (B)(6) 2016 daily insulin total = 28.750 units. On (B)(6) 2016 daily insulin total = 30.550 units. On (B)(6) 2016 daily insulin total = 28.250 units. On (B)(6) 2016 daily insulin total = 28.250 units. On (B)(6) 2016 daily insulin total = 25.550 units. On (B)(6) 2016 daily insulin total = 25.550 units. On (B)(6) 2016 daily insulin total = 42.350 units.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was diabetes and heart disease. The customer's blood glucose at the time of death was 67 mg/dl. The customer was wearing the insulin pump at the time of death. The caller state that the customer was feeling good the day of passing; she was doing things around the house, but later the same day she passed away. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.